Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device has been serviced within the last 12 months. Evaluation had serviced the device for a similar complaint which found the assignable cause of the failure to be an out of specification optical sensor. Evaluation determined that the optical sensor requires calibration to correct the issue. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the reported system error 345, which was reproduced during evaluation. A review of the event history log identified system error 345. The cause was determined to be an out of specification upstream thermistor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.